Manufacturer narrative:
Concomitant medical products: heart ring 900sfc26, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the implantable pulse generator (ipg) ¿battery is depleting much more rapidly¿ than initially anticipated. The device remains in use. No patient complications have been reported as a result of this event.